Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had scope communication error b30. The issue was identified during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, an olympus field service technician was dispatched to the site and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture was found in the supply plug (connector). A root cause could not be identified. Based on the results of the investigation, it is likely there was a b30 error code due to moisture in the supply plug (connector), should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.